Event description:
It was stated by the doctor that, the insulin pump was frequently alarming motor error and no delivery. Troubleshooting was performed and the insulin pump passed the high pressure test. It was stated that another insulin pump was loaned to the customer and that insulin pump did not give any alarms. The doctor wanted the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. The device will be returned for analysis and further info will follow, once the analysis has been completed. No conclusion can be drawn at this time.